Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient reported that the rash had begun to ooze and looked like a sunburn. The patient was advised to reach out to a physician. Follow-up attempts were unsuccessful. The medical outcome of the rash is unknown.